Event description:
It was reported that during a diagnostic colonoscopy procedure, the scope had a b30 error code and no image. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9,h2,h3,h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lamp: 500 or more hours (non olympus lamp) a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty scope socket. The event can be prevented by following the instructions for use which state: section 6.1 [replacement of the examination (xenon) lamp]: "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.